Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test and experienced high blood glucose level. The patient¿s blood glucose level was 356 mg/dl. Troubleshooting was performed for failed battery test. Pump alarmed with replace battery now and alarmed battery failed alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.